Manufacturer narrative:
Citation: ternacle j, et al. Reclassification of prosthesis-patient mismatch after transcatheter aortic valve replacement using predicted vs. Measured indexed effective orifice area. Eur heart j cardiovasc imaging. 2021 jan 1;22(1):11-20. Doi: 10.1093/ehjci/jeaa235. Online publish-ahead-of-print 30 september 2020. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence and impact on outcomes of measured versus predicted prosthesis-patient mismatch following transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between may 2007 and december 2018. The study population included 1,088 patients (predominantly male, mean age 79.1 years) who underwent tavr with edwards balloon-expandable valves (sapien = 185, sapien xt = 423, sapien 3 = 292) or medtronic self-expandable valves (corevalve = 42, evolut r = 146). No unique device identifier numbers were provided. Among all patients, 9 procedural deaths occurred, and an additional 190 deaths (all-cause = 121, cardiovascular = 69) occurred within one year of tavr. The authors did not identify the brand name of the valves used to treat the patients who died; therefore, a direct correlation was not made between medtronic product and the deaths. Among all patients, adverse events included: conversion to surgery, tamponade, annulus rupture, coronary obstruction, valve embolization, prosthesis-patient mismatch, high residual mean gradient (greater than or equal to 20 mmhg), moderate to severe paravalvular regurgitation, and readmission for heart failure within one year of tavr. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that medtronic product did not cause or contribute to any of the observed deaths or adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.